Event description:
The patient was brought for balloon angioplasty of the left a1 and m1 due to severe post-subarachnoid hemorrhage vasospasm. A 3x5mm transform balloon over a synchro select soft microwire was brought into the m1 and inflated with successful treatment of the m1. It was then positioned in the a1 and the proximal stenosis was successfully dilated. The balloon was then pushed slightly more distally into the a1 and inflated with the wire well into the a2. At this time, there was no contrast filling into the balloon but the balloon inflated and ruptured the left a1. The balloon was subsequently withdrawn into the internal carotid artery and test inflated there with suboptimal visualization. The patient's intracranial pressure climbed to the 170s and she was ultimately declared brain dead. On further examination after the case, the balloon was found to still be intact. This finding is concerned for possible blood entering the transform balloon despite the wire being in place thereby preventing contrast from filling the balloon and obscuring visualization of its degree of inflation. Duration: 2 hours, not ongoing. FDA safety report ID # (B)(4).